Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital due to low blood glucose of 24mg/dl. The customer mentioned that his transmitter/charger and insertion devices for the sensor/infusion sets were stolen at the hotel. The customer stated that he did not eat in time and went to bed earlier than normal. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.